Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-may-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station had a faulty pyxis bus module controller board and faulty drawer controller boards in the auxiliary drawers 6.1 and 6.2.the field service engineer isolated each drawer by disconnecting pyxis bus cables, identified the defective boards, and replaced the pyxis module controller (pmc) board along with both drawer controller boards and confirmed successful reboot and configuration. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station stopped working and would not turn on. The customer had already unplugged it and plugged it into another outlet, but the issue persisted. They also reported hearing a clicking noise, similar to a fan, coming from behind the machine. The customer stated that this malfunction occurred while dispensing the medication and they had to access the medications from another station or from main pharmacy that caused a delay in patient care. There were no adverse events or injuries reported based on this event.